Event description:
Device malfunction: outer member separation. Time of malfunction: during device testing. Symptoms/ae: na. It was reported that during testing of the rx acculink stent delivery system, while performing pull testing of the inner member and the hypotube bond, the stent did not deploy when the slider wing was moved proximally. Internal device inspection revealed that the outer member had separated from within the slider wing. There was no patient involvement. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.